Manufacturer narrative:
(B)(4) . The device is currently en route to fisher & paykel healthcare for investigation. In addition, we have requested further information from the customer to aid in our evaluation of this complaint. We will submit our findings in a follow-up report following receipt of the details requested and completion of our investigation.

Event description:
A hospital in (B)(4) reported via a distributor that the upper head case (B)(4) mobile infant warmer is cracked. It was reported that the cracks are around the grill of the heater head. No patient consequence was reported.